Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve an electrocardiogram revealed new high-degree atrio-ventricular block. The patient had a past medical history of atrial fibrillation and atrial flutter and continued to show signs of those two arrhythmia post¿implant. Temporary pacing leads were discontinued three days post-implant and electrophysiology was consulted. Five days post-implant, the patient exhibited periods of bradycardia with complaints of chest pain. The patient was found to have cardiac ischemia and subsequently had a permanent pacemaker implanted. No subsequent adverse patient effects were reported.

Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. A supplemental report will be filed when the investigation is completed. (B)(4).

Manufacturer narrative:
Conduction disturbances such as av block are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. The device remains implanted. Atrial fibrillation is generally a result of known potential adverse effects, such as conduction disturbances or hypertension, or an effect of certain medications or other pre-existing patient conditions. It is a potential procedural complication associated with any cardiac or thoracic procedure, open or catheter-based, and can often be treated with medication. The reported bradycardia and cardiac ischemia do not indicate a potential manufacturing issue. Bradycardia is generally a result of known potential adverse effects, such as conduction disturbances or hypertension, or an effect of certain medications or other pre-existing patient conditions, and can be resolved with the implant of a permanent pacemaker with the risk-benefit ratio in favor of the pav. Cardiac ischemia or myocardial infarction is as a known potential adverse event in the corevalve instructions for use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.